Event description:
The customer reports that heart rate alarm was not activated for the lower alarm limit. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The field service engineer (fse) went for onsite service and diagnostic/functional testing was performed. It was identified that the hr low alarm did not activate when patient heart rate fell below the lower alarm limit (50) due to the hr alarms setting were configured to short yellow and not the normal (long) yellow alarms. The customer wanted the high and low heart rate alarms to be treated as normal (long) yellow alarms. The fse re-configured the monitor based on customer specification.

Event description:
The customer reports that heart rate alarm was not activated for the lower alarm limit. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).